Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer performed all calibrations but exhalation transducer calibration failed. The customer replaced exhalation valve but this did not fix the problem. The customer also alleged that main board was damaged. The customer reported that there was no patient involvement.